Manufacturer narrative:
Follow-up #1: date of submission 26-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: during the investigation, moisture was observed behind the display lens. The battery compartment was found to be cracked below the bumper pad. No damage was found to the returned battery cap, and could fully attach to the pump. The pump had no audible or vibratory features with the display screen remaining blank. The black box data and history could not be downloaded. Investigators were unable to complete the required investigation due to no power to the pump. A leak test failed due to the battery compartment leak. The pump¿s cover was removed, and internal moisture was found on the printed circuit board and the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power and there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.